Manufacturer narrative:
Follow-up # 2 ¿ (10/30/2014) - the patient¿s meter has been returned on 10/16/2014 and evaluated by lifescan product analysis on 10/20/2014 with the following findings: the meter involved with this complaint failed testing. The meter was evaluated and the primary complaint was not reproduced; however, a secondary issue was noted when the meter was found to have a cracked lcd casing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, reporter contacted lifescan (lfs) USA on behalf of her daughter alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings as well as compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and the initial call recording which was listened to by the medical surveillance specialist (mss). The reporter stated that the alleged inaccuracy began on (B)(6) 2014 at 10am. At this time the reporter claimed obtaining a blood glucose reading of ¿150mg/dl¿ on the subject meter which she felt was high compared to her daughter¿s normal readings. The reporter also stated that this was ¿double¿ the value she was obtaining from another meter; however no specific reading was provided for this comparison. The reporter informed the cca that she manages her daughter¿s diabetes with ¿allopurinol (3ml every 12hours), a ¿shot of 0.21ml gcs¿ (frequency unknown), ¿1.6ml zantac (every 8 hours) and 30ml dextrose (frequency unknown). The reporter stated that after obtaining the subject meter reading she gave her daughter an additional ¿50ml dextrose¿ at around 10:10am. The reporter stated that her daughter was ¿throwing up¿ and as a result she was taken, in an ambulance, to hospital where she was given IV glucose by a hcp at 11am. She was kept in hospital overnight and was released the following morning. The reporter said that her daughter¿s blood glucose was measured in hospital on a hospital meter, and the result was a lot lower than the result obtained on the subject meter; however she could not provide the specific meter readings. At the time of troubleshooting, the cca noted that the reporter was unable to go through a control solution test on the subject meter. The unit of measure was set correctly, and the test strips were in date. The products were requested back for evaluation and replacement products were sent to the reporter. This complaint is being reported for the following reason: the reporter claims that they obtained an inaccurately high reading on the subject meter, (compared to normal readings as well as another meter) and this led to the patient receiving treatment for severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/30/2014). The patient¿s meter has been returned on 10/16/2014 and evaluated by lifescan product analysis on 10/20/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a cracked lcd casing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.